Event description:
When coiling a psuedoaneurysm with gdc coils, the 4th coil, friction occurred while passing the coil through the sl microcatheter. Despite the friction, the coil was successfully placed in the aneurysm. After multiple attempts to deploy the coil electrolytically, it was unable to deploy the coil. The coil was unwound out of the patient. The coil pusher fragment fractured outside the patient. Successfully removed the coil with no harm.